Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/07/2014 with the following findings: the reported event, of a battery life issue, could not be adequately investigated due to the failure of the pump to power on; thus no conclusions could be determined in this regard. An attempt to download the pump history and black box data was unsuccessful due to the power failure. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture damage was observed inside of the battery compartment and on the underside of the battery cap. The pump was unresponsive, as confirmed by the absence of the auditory cue, vibratory cue, and visual display, with both the returned battery cap and a test battery cap. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and no internal defect or damage was observed. The moisture damage inside of the battery compartment directly caused the power failure. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated.